Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted and replaced due to dislodgement resulting in diaphragm stimulation. No adverse patient effects were reported.

Manufacturer narrative:
It was indicated this lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.